Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the clinical trial (ion registry study) patient underwent a peripheral nodule biopsy procedure and required hospitalization. The biopsied lesion was a single left upper lobe (lb4/superior lingula lesion (32 x 57 x 30 mm) and the distance from the nearest pleura was 0 mm. During the biopsy procedure the following tools were used: 21g flexision needle, cook forceps, and bronchoalveolar lavage (bal). Eleven days post procedure, the patient presented to the emergency room with complaints of a productive cough, pleuritic chest pain, and intermittent hemoptysis. The patient had been coughing prior to the procedure; however, the cough was exacerbated after the procedure. The patient noticed some intermittent hemoptysis during the next few days following the procedure which has now resolved. The patient denied any fever, chills, wheezing, or any additional hemoptysis since coming to the hospital. The patient quit smoking about 5-years ago but has since been vaping. It was reported that the patient's cough was likely multifactorial in the setting of vaping, recent bronchoscopy, airway manipulation, and a possible upper respiratory infection. The result of the biopsy showed chronic inflammation with no evidence of malignancy - the patient was diagnosed with pneumonia. The patient was discharged home 2 days later and was prescribed steroids (pulmicort - nebulized twice daily) and antibiotics (ceftriaxone (rocephin)) for the treatment of the pneumonia. The pleuritic chest pain was assessed as definitely related to the patient's existing condition and possibly related to the procedure. The exacerbation of cough was assessed as possibly related to the patient's existing condition and the ion procedure. The hemoptysis was assessed as probably related to the procedure. Per the study investigator, the relationship of the events to the ion system was assessed as not related. All 3 events were deemed as resolved on discharge. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.